Event description:
Based on a maude database review, the customer reported that during use of the crescent hook, the device broke off inside the pt's left shoulder. The broken piece was retrieved without harm to the pt.

Manufacturer narrative:
Investigation results: an investigation of this crescent hook could not be completed, as conmed linvatec has no information to determine if the device was returned. A review of product history found similar reported problems. The investigations related to reported events found damage to the needle and the outer tube. This damage indicated that the device was used in a prying manner with excessive force.